Manufacturer narrative:
Date sent to the FDA: 03/04/2016.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The initial procedure was on (B)(6) 2016.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent s-shaped colectomy on an unknown date and reservoir was attached to a drain. On (B)(6) 2016, when used in the ICU, the reservoir swelled up and negative pressure did not work. There were no adverse patient consequences reported.